Event description:
Medtronic received information that during a thrombectomy procedure, the solitaire separated during the 2nd pass. The solitaire was reported to have been left inside the patient and the pushwire was discarded. No patient injury was reported as a result of this event.

Manufacturer narrative:
We received the following information: the physician did attempt to remove the device. However, the attempt/s were unsuccessful (no specific details on what type of attempts were made). The patient was in a very critical medical state. The patient was reported to have passed one day post procedure. The physician is unsure of what caused the malignant mca infarction and death. The anatomy was reported to have been moderate in tortuosity. The clot was located in the m1, it consisted of hard material. Patient was reported to have a medical history of a-fib that was being treated with warfarin. The patient passes away due to malignant mca infarction. Reference # (B)(4) follow up 1.

Manufacturer narrative:
The device was not returned for analysis as it was left within the patient and the pushwire was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).